Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an resolution clip device was used in the rectum during a fistula closure procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip did not close all the way onto the target site and fell off inside the patient. The device was removed using the rat tooth grasper. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.